Event description:
It was reported that the defibrillator experienced a self-check failure. Further information was provided that "device treatment failed to be implemented". There was reportedly no patient involvement.